Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, a high ventricular rate episode due to ventricular lead noise was noted. The noise could be reproduced in clinic. The device was reprogrammed and the lead remained implanted. No patient symptoms were reported. The patient presented in clinic for follow-up on 7/21/2015, upon device interrogation no noise episodes were noted. The patient would continue to be monitored.